Manufacturer narrative:
The pump powered up properly after battery installation. The pump was received with operating currents within specification. No low battery alarms or battery out limit alarms were noted. The pump was received with minor scratches on the lcd window, and a cracked case at the reservoir tube window corners.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call to have experienced keypad anomaly. Customer reported that buttons stopped responding during bolus. Customer changed battery and received a battery out limit alarm even though battery was not out for greater than allotted time. Customer was not able to clear alarm. Customer's blood glucose was 374 mg/dl. Customer does not know what caused anomaly. After troubleshooting, customer was advised that insulin pump would need to be replaced.